Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following information was requested but unavailable: the event description states "the tip of the bottom jaw seems visually broken." Is this referring to the black active titanium blade tip? Is this referring to the white tissue pad attached to the lower clamp arm of the device? If yes, is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that there was an issue with a harmonic focus shears 9cm (har9f). The tip of the bottom jaw seems visually broken. There was no implication to the patient, as error message was flagged on the generator before use.

Manufacturer narrative:
(B)(4) additional information received: is this referring to the white tissue pad attached to the lower clamp arm of the device? Yes, this white tissue pad was broken in half. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.